Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, coronary artery disease, atrial fibrillation, prior cardiac surgery, peripheral artery disease, cardiac resynchronization therapy, hemodialysis, heart failure hospitalization (within 1 year), catecholamine use, moderate/severe tricuspid regurgitation, mitral annular calcification. Complications reported included death, heart failure hospitalization, unexpected medical intervention, surgical intervention, leaflet tear, single leaflet device attachment (slda); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date is estimated. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: real- world outcomes of the initial clip selection for transcatheter edge- to- edge repair using the mitraclip g4 from the optimized catheter valvular intervention- mitral registry.

Event description:
The article "real- world outcomes of the initial clip selection for transcatheter edge- to- edge repair using the mitraclip g4 from the optimized catheter valvular intervention- mitral registry" was reviewed. The article presented a prospective multi center study, to evaluate the association of outcomes with initial clip size selection. Devices mentioned include mitraclip. The article concluded that residual mr severity and outcomes were not different regardless of the initial clip type, indicating the optimal clip selection in the real-world settings with the mitraclip g4. In patients with primary mr, greater and more durable mr reduction may be expected by using the initial long clips. [The primary author and corresponding author was shunsuke kubo, md at kurashiki central hospital, kurashiki, japan with corresponding email daba-kuboshun101@hotmail.co.jp. The time frame of the study was april 2018 to june 2022 a total of 2257 patients were included in this study, of which all received an abbott device. Comorbidities include hypertension, dyslipidemia, diabetes mellitus, coronary artery disease, atrial fibrillation, prior cardiac surgery, peripheral artery disease, cardiac resynchronization therapy, hemodialysis, heart failure hospitalization (within 1 year), catecholamine use, moderate/severe tricuspid regurgitation, mitral annular calcification. Peri and post-procedural complications included death, heart failure hospitalization, unexpected medical intervention, surgical intervention, leaflet tear, single leaflet device attachment (slda),

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information b2: death date is estimated b3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: real- world outcomes of the initial clip selection for transcatheter edge- to- edge repair using the mitraclip g4 from the optimized catheter valvular intervention- mitral registry.

Event description:
The article "real- world outcomes of the initial clip selection for transcatheter edge- to- edge repair using the mitraclip g4 from the optimized catheter valvular intervention- mitral registry" was reviewed. The article presented a prospective multi center study, to evaluate the association of outcomes with initial clip size selection. Devices mentioned include mitraclip. The article concluded that residual mr severity and outcomes were not different regardless of the initial clip type, indicating the optimal clip selection in the real-world settings with the mitraclip g4. In patients with primary mr, greater and more durable mr reduction may be expected by using the initial long clips. [The primary author and corresponding author was shunsuke kubo, md at kurashiki central hospital, kurashiki, japan with corresponding email daba-kuboshun101@hotmail.co.jp. The time frame of the study was april 2018 to june 2022 a total of 2257 patients were included in this study, of which all received an abbott device. Comorbidities include hypertension, dyslipidemia, diabetes mellitus, coronary artery disease, atrial fibrillation, prior cardiac surgery, peripheral artery disease, cardiac resynchronization therapy, hemodialysis, heart failure hospitalization (within 1 year), catecholamine use, moderate/severe tricuspid regurgitation, mitral annular calcification. Peri and post-procedural complications included death, heart failure hospitalization, unexpected medical intervention, surgical intervention, leaflet tear, single leaflet device attachment (slda),